Event description:
Healthcare professional (hcp) reports that one pt experienced spontaneous upper and lower gi bleeding (bright red blood) five minutes into treatment associated with the use of a psn 210 dialyzer. Per hcp, the pt was administered 3000 units of heparin, via vascular access, just prior to treatment. Treatment was stopped and blood was returned to the pt. It was reported that the pt was sent to the hospital via 911 and the pt has recovered. Per hcp, they are attributing the gi bleeding to an increased amount of heparin used in order to prevent the dialyzer from clotting.